Manufacturer narrative:
Work order search. A lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of lens optic and haptic torn off. The lens was returned dry. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) and the lens tore/broke while being inserted. The lens was removed and no patient injury was reported.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. (B)(4).